Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu0056 showed no other similar product complaint(s) from this lot number. Device, not yet returned.

Event description:
It was reported via medwatch, that upon opening the packaging the device was found to be defective, there was a noticeable kink approximately 5cm from the distal end of the catheter. Item was not used on patient, new device was placed.